Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the audio bolus button was under responsive after the cover was damaged. Evidence of moisture intrusion was noted in the pump. No delivery issue was reported. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: on investigation, the alleged bolus button and moisture intrusion issue was duplicated. The bolus button cover had peeled off and was missing from the pump. A leak test showed a leak at the bolus button. The pump failed to power on and the remaining testing was unable to be completed. The pump casing was opened and moisture intrusion was evident on the printed circuit board, the display screen, the keypad connector wire and the auditory assembly.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.